Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a recent colonoscopy procedure this patient's heart rate had a sudden jump to 120 beats per minute (bpm). The device was then interrogated and the heart rate returned to normal. The telemetry equipment in the room as likely the cause of the high rate pacing. The patient was not symptomatic to the high rate pacing as it was only for a short duration. To date, no adverse patient effects have been reported.